Event description:
Reported incident - packaging complaint: a hospital contaminated the sterile field. The operating room director is demanding answers on why the packaging changed and when it will change back. They were very upset the morning that they opened up the new packages. Once they were in service on the new technique, they were okay.

Manufacturer narrative:
The reason for this complaint was to report contamination of the sterile field. This incident occured in the opening room for an upcoming case, away from the patient. The representative was not present when the event occured, the component is not being returned. There was another suitable unit available and the surgery was completed as intended. Manufacture of cobalt bone cement was recently transitioned from zimmer biomet to osartis. Shipments were received from osartis beginning 13 jul 2018. Product was shipped to djo customers and consignment locations beginning 8 aug 2018. Three customer complaints have been received in september 2018 reporting problems with the new packaging. The outer pouch of the powder is designed to tear open at the top. When the customer tears the package, they may tear the inner sterile pouch resulting in a loss of the sterility of the cement copolymer powder. A review of the device history record (DHR) could not be performed because the lot number was not reported. Due to multiple complaints being received in a short amount of time and the possibility of increased patient risk, health hazard evaluation hhe-2018-00010 will be performed to assess patient risk related to this issue. Correction and preventative action, CAPA ca-01482 has been opened to investigate root cause and determine corrective action.